Event description:
It was reported that an edwards' mitral bioprosthetic valve was explanted at implant due to suspected suture looping. The valve was implanted and a subsequent tee indicated that 2 of the valve leaflets were not opening and closing properly. The valve was then explanted and a mechanical valve was used in its place. The patient did fine after the 2nd implant.

Manufacturer narrative:
Additional manufacturer narrative: despite multiple follow-up efforts with the healthcare provider (hospital, surgeon, pathology), no patient details have been provided, and the serial number cannot be traced. As reported, it is possible that the reason for this explant is suture looping; suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require explantation, as reported for this case. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Due to limited information provided by the healthcare provider, no further investigation can be performed at this time. Without device return, the report of suture looping could not be positively confirmed.

Event description:
Operative report indicates, "this is an (B)(6) male who has had symptomatic aortic insufficiency, and this has been progressively worse and in fact over the lest week he has had difficulty sleeping with a cough and severe dyspnea walking half a block. It was recommended he undergo mitral valve surgery with attempted repair, and, if that is not possible, replacement...the annulus was sized to a 27 mm tissue valve. The sutures were passed through the sewing ring of the tissue valve and the valve was seated. These sutures were tied and cut. Testing of the leaflets then with a red rubber robinson placed in the left ventricular chamber showed the leaflets did not coapt completely and there was regurgitation. Despite inspecting the valve and it was well-seated, this persisted, and it was elected to remove this valve. The valve was inspected, and it appeared there was some tethering of the leaflets that did not allow them to coapt completely. When this valve was removed, all the sutures were removed end also each pledget was accounted for. Next I elected to place a [non edwards] mechanical valve. After the previous valve had been removed, the sites of the previous stitches created an area of possible frail tissue in the annulus of this (B)(6) heart. Therefore the low profile on the valve leaflets opening within the ring, I felt it would be safest to place a mechanical valve...[at the end of surgery] the patient was transferred to the surgical intensive care unit in stable condition." On (B)(6) 2012, a voicemail from the surgeon's office was received indicating the patient passed away due to, " not being able to handle extensive surgery". The caller indicated nothing to suggest a relationship of the edwards' device to patient's death.

Manufacturer narrative:
X-ray. Device evaluation: as received, the valve exhibited indentations, folds, and creases at the tissue. It was noted at the free margins of leaflets 2 and 3 at commissure 3. The disruptions may have possibly been due to interference of subvalvular apparatus, such as chordae tendineae. Minor nicks at the free margins were noted, possibly due to suture looping. No other inconsistencies detected in the valve received as the leaflets were intact and flexible. No inconsistencies detected in the x-ray as the wireform was intact. Conclusions: the available evidence cannot conclusively determine whether this event (explant at implant) was caused by suture looping, native subvalvular interference, or possibly both. Echocardiography imaging was requested, but not provided by the healthcare provider; therefore, the performance of the valve leaflets in vivo could not be evaluated. The device history record was completed and confirms that this device passed all manufacturing and sterilization inspections. It is highly unlikely that the tissue disruptions noted upon the return of the valve were present before leaving edwards' facilities. Valves undergo 100% inspection during the edwards production process. The available information indicates nothing to suggest a device quality deficiency during the manufacture of this device that may have caused or contributed to this event. It is likely that this event is related to patient factors, procedural factors, or a combination of both.